Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were in an accident on (B)(6) 2017. Since then, they had pain at their implantable neurostimulator (ins) site, and stimulation going into their belly area. The patient noted that they went to the emergency room, but the doctor did not see anything wrong. The patient currently does not have a managing physician. They were sent a list of physicians. The patient was implanted for spinal pain.